Manufacturer narrative:
It should be noted, the alarm detects patient¿s movements, however it will not restrain the patient from leaving the bed. Citadel bed frame system instruction for use (IFU, 830.213 rev.14) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.14) also includes information about bed exit alarm and it¿s sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ to sum up, arjo device met its specification since no malfunction that could lead to patient fall was found. The bed was in use by a patient, so from that perspective it played a role in the event. The complaint was assessed as reportable due to the patient's fall from the bed resulting in the serious injury (hip breakage).

Event description:
Arjo was notified of an event involving a citadel bed, in which a patient reportedly fell from the bed. The patient was allegedly trying to exit the bed and sustained a serious injury (hip breakage). It was noted that the bed exit alarm did not activate. The customer stated that the bed safety sides were raised and the bed platform was in the lowest position at the time of the event. The device was thoroughly inspected at the arjo service center, and bed exit alarms at all sensitivity settings. All functions were found to be operating as intended. No issues were identified with any of the bed¿s functions.